Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 40 months, changed battery status to storage due to a monitoring voltage of 2.19 v. Additionally, boston scientific learned that during the procedure to replace this device the coronary sinus lead was explanted and replaced due to loss of capture.